Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported bd syringe 1ml ll contained foreign matter. Rcc received a complaint via community. On 10dec2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm - syringe. On 08dec2025, the office staff reported the following: "after withdrawing the medication from the vial the physician noticed a thin piece of fuzz or hair, that was free-floating inside the syringe. 17-feb-2026: was there a delay of, or change in, the course of treatment due to the event? No.

Manufacturer narrative:
(B)(4) follow up for device evaluation. Multiple photos and one sample of a 1ml ll syringe part number 309628 were received and evaluated. The photos show close up views of a transparent whitish foreign particulate embedded within the syringe barrel, which was isolated by the customer prior to sending the sample. The customer also provided fourier transform infrared spectroscopy results indicating that the observed foreign material is most likely polypropylene, a material used in the manufacturing process. Based on the evaluation, the potential root cause of the embedded foreign material defect is associated with the molding process. Furthermore, a device history record review was completed for the provided lot number 3324199. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect.